Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported unintended movement associated with clip opened while locked per the physician is related to patient anatomy and due to thickened leaflets. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer (a. Wing). The reviewer noted that "one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized. The second cds can be seen retracted into the sgc on the left side of the image indicating that the image was taken post deployment of the second clip. The top clip in the image is oriented such that the clip arm plane is parallel to the fluoro view/line of site; clip arm angle assessment is not possible as the individual clip arms or tips cannot be discerned. The bottom clip in the image appears to have an arm angle of ~20° - 25°; presumably, this is the first implanted clip reported for cowl post deployment. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided."na

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3, a dilated left atrium, and thickened leaflets. An xtw was inserted and deployed on the mitral valve. After deployment, the clip opened to roughly 20 degrees. It was noted the clip remained stable on both leaflets. To further reduce mr, a second xtw was deployed laterally and successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.